Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic gastric bypass procedure, while on the trocar insertion, the device made a strange noise, the obturator would not easily slide down cannula, it gets stuck and had to be forced down and made a scratchy sound. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted that the device was received with the obturator inserted. Prolonged insertion of the obturator can cause the envelope seal to become stretched. The trocar, cannula, circular seal, insufflation port envelop seal were intact. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.